Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient¿s dexcom g7 glucose readings were visible in the dexcom app but not on the ilet, and the issue resolved after guided steps on the ilet to switch cgm sensor settings and start the g7 sensor. Symptoms included no adverse physiological effects, and blood glucose was not affected. Outcomes included successful restoration of cgm data display on the ilet without medical intervention or hospitalization. Investigation included customer support troubleshooting and education, including sensor pairing workflow on the ilet. Investigation of this case revealed that the ilet had not been actively paired to the g7 sensor and functioned as expected after correct configuration. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.